Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector was loose on the pump. Per reporter this occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: device received on 8/26/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, which confirmed the reported complaint of a loose air detector sensor. It was also found that the device was missing a downstream occlusion (dso) seal. The air detector was reseated and secured to fix the issue. The dso seal was also replaced.